Manufacturer narrative:
Exemption-e2013032. Total number of events summarized - 437. Ams apogee system - 24. Ams apogee system with pc coated intepro lite - 55. Ams elevate (not specified) - 9. Ams elevate anterior prolapse repair system. With intepro lite - 123. Ams elevate pc anterior prolapse repair system. With intepro lite - 1. Ams elevate posterior prolapse repair system. With intepro lite - 81. Ams perigee system - 17. Ams perigee system with intepro - 106. Ams perigee system with pc coated intepro lite - 14. Unknown graft mesh - 7 - attachment: [procodewise summary report -otp - aug 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced burning on urination, incontinence, foul vaginal odor, dyspareunia, discomfort with intercourse, abdominal and pelvic pain. The device remains implanted. No further patient complications have been reported in relation to this event.